Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015 device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings: on investigation, the alleged intermittent vibration issue was not duplicated. The pump powered up to the display with auditory and vibratory features. All the buttons responded properly. No intermittent vibration was observed through out the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 305 mg/dl with extreme thirst. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was an intermittent vibration issue with the pump. Review of sound settings showed that they were set correctly. The reported vibration issue was not resolved with troubleshooting. The reported bg excursion did not meet the criteria for a serious injury. This complaint is being reported based on the alleged vibratory feature malfunction of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.